Event description:
It was reported by service report that the left side rail could not latch. The customer could not determine whether there was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Knob assembly.